Event description:
Device used for venipuncture, the tech aspirated IV and blood appeared on the outside of the tubing. A small amount of IV contrast was injected and the contrast spurted out through two holes in the tubing. The IV was immediately discontinued and the nurse was notified. The pt had to endure another venipuncture to complete the test.